Manufacturer narrative:
Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by a high-frequency treatment device which was used without taking sufficient distance from the tip. The event can be detected/prevented by following the instructions for use in: 3.8 inspection of the endoscopic system; 4.3 using endotherapy accessories precautions olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited a burnt distal end cover. There were no reports of patient involvement.